Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that a screw was broken. At this time, the patient has no complaints due to the broken screw and no revision is planned at this time. No further details are known at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Updated information: a review of radiographic images show construct for spondylolisthesis at l5 shows sextant from l4 to s1 with capstone tlif at l4 andl5. A single s1 screw has broken and the back has moved into relative kyphosis. Screws were not upsized at s1 and only a single screw was placed at l5, increasing stress and risk of failure of the s1 screws.